Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, oophorectomy, colporrhaphy assisted bilateral anterior and vaginal salpingo-posterior mesh urethropexy and cystoscopy; due to menorrhagia and dysmenorrhea.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent a gynecological procedure on (B)(6) 2001 and mesh and a surgisis device (cook) were implanted concurrently with a hysterectomy due to stress urinary incontinence. It was reported that after insertion patient experienced pain, erosion, infection, bleeding, vaginal scarring and urinary/bowel problems. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/29/2016.

Manufacturer narrative:
It was reported that patient underwent urethrolysis with excision of suburethral sling with cystoscopy on (B)(6) 2004 by (B)(6) at (B)(6) due to obstructive voiding.